Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had several motor error alarms and high blood glucose event. The customer¿s blood glucose level was 430 mg/dl at the time of the incident. The customer stated that the drive support cap was sticking out. Customer also reported a high blood glucose of 430 mg/dl and treated with manual injection. Customer stated that she does not feel well and declined to further troubleshoot. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No motor error alarm noted during testing. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. Drive support disk was inspected and no anomaly was noted. Unit had stained end cap sticker.